Event description:
Customer received the safety notice. Customer accidentally hit the button and received eight units of insulin. Customer change the max bolus. The customer was not bolusing when he received the eight units of insulin. Customer had a low blood glucose event due to the over-delivery of insulin. The paramedics were called. The paramedics administered a glucagon shot. The blood glucose reading may have been 30 mg/dl. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.